Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) in under two years due to high thresholds on the left ventricular (lv) lead. The lv lead was capped, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2012 (B)(6). (B)(4).